Event description:
It was reported that the patient underwent a staged circumferental fusion from t11-s1 anteriorly, and t9-s1 posteriorly. The anterior fusion was performed in 2004, using peek vertebral body spacers & rhbmp-2/acs and l2/3, l3/4 and l4/5 supplemented with autograft and allograft. At l5/s1 rhbmp-2 and allograft were implanted. Gelfoam was packed at each operative level over the diskectomy sites. The posterior procedure was performed in 2007, using autograft, allograft and rhbmp-2/1cs supplemented with posterior fixation instrumentation. The rhbmp-2.acs was placed at l5-s1 with allograft layered on top. Drains were secured intra-operatively and placed to hemovac suction. Due to persistence of drainage from lower incisional area, a surgical intervention was performed approximately two weeks post-second stage surgery due to concerns of infection. At the time of intervention, no active drainage was noted, and there were no signs of infection. All tissues cultured were negative for infection. A tense liquefied hematoma was noted emanating from the surgical wound superficially upon exploration, and a deep hematoma was noted proximal to the posterior implant site. All hematomas were evacuated and cultured. Cultures were negative. Some localized necrosis was noted along the incisional tract which was debrided. A deep drain was placed. There was reportedly no recurrence of the hematoma or drainage. As of 20 months post-op the patient was noted to have a solid fusion from t9-s1 posteriorly and from t11-s1 anteriorly.

Manufacturer narrative:
Device code na labeled na although it is unknown if any of the device contributed to the report event, we are filling this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.